Event description:
The lens tore as it was pushed through the injector. The lens was removed. No pt injury. Surgery was completed using another lens. The pt's condition/prognosis: good. The cartridge was the cause of the lens tearing.